Manufacturer narrative:
No manufacturing date was present in the available resources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable connector on the external pulse generator (epg) was broken. The epg has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had a broken cable connector. It was also found that the battery contacts were contaminated, the release latch was sticky, and several parts on the backside of the epg were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.